Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, the lens rubbed against the iris causing ugh (uveitis, glaucoma, hyphema) syndrome. It was reported the iol was sutured to the iris during the initial implant procedure. A vitrectomy, limbal relaxation incision and lens exchange was performed approximately 12 years following the initial procedure. The patient's vision has improved and the iop has been reduced following the lens exchange procedure. The sample was discarded.